Event description:
Further follow-up indicates surgical intervention resolved the issue.

Manufacturer narrative:
The initial should have included the date of the surgical procedure.

Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2019 during which the ipg was relocated. Stimulation was restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention was undertaken during which the ipg was relocated. Stimulation was restored postoperatively.